Manufacturer narrative:
Results: the jet7 was stretched approximately 130.0 cm from the hub. The jet7 was kinked approximately 3.5, 82.5, and 124.0-127.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed some stretch damage near the distal tip of the catheter. This damage typically occurs due to retraction of the device against resistance and may worsen if flushed through after initial damage occurred. The distal end of the catheter did not expand while being flushed during functional testing. Further evaluation of the returned jet7 revealed proximal and distal kinks. The distal kinks may have occurred from manipulation during use. These proximal kinks however were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. These kinks would limit the flow of fluid through the catheter and may have affected our ability to recreate the reported event. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass in the target vessel using the jet7 and neuron max and subsequently, removed the jet7. Upon flushing on the back table, the distal end of the jet7 expanded; therefore, it was not used for the remainder of the procedure. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.